Event description:
Procedure: lavh with salpingo oophrectomy. Reportedly, during the procedure thermal application was used and caused a burn injury to the cecum. Two sutures were placed at the cecal locations and the spots were oversewn laparoscopically. The clinical engineering dept at the facility reports: the unit was taken out of service following the alleged incident and was subsequently evaluated in 2004. It was found to meet all operating specifications and returned to service. Therefore, the unit will not be returned to valleylab for investigation.